Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no problem was posed for the patient's condition. Investigation of the returned device found a peeling of the polymer jacket and a scratched damage at the shaft near the proximal side from the tip end. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the obtained information and investigation outcome, it is assumed that the distal tip end of the subject microcatheter scratched with the heavily calcified lesion when the device was crossing it and the lesion caused the damage to the polymer jacket. This cannot be attributed to the product quality of the subject device. Although the user facility reported that there was no recognized health hazard to the patient, the possibility that the coating resin is remaining inside the patient anatomy cannot be completely denied. IFU states: [warnings] do not use this microcatheter in advanced calcified lesions; [malfunctions and adverse effects] damage (separation, kink, bend, deforming); and, [malfunctions and adverse effects] damage of hydrophilic coating.

Event description:
Reportedly, during a ppi procedure for sfa and a heavily calcified lesion in the bk area, after the sfa lesion was stented, a guide wire was advanced and crossed the lesion under an asahi microcatheter support. The microcatheter crossed the lesion as well. When the microcatheter was withdrawn from the patient anatomy as poba was to be conducted, a white foreign substance was on the distal tip of the device. No additional procedure was conducted to the case. With use of a balloon catheter, poba was conducted to perform revascularization procedure, which was successfully completed.